Manufacturer narrative:
Device was used for treatment, not diagnosis. The 510k#: device used in a veterinary case. No patient information will be reported. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the motor has been tested and it is working according to specifications. The examination of the electronic control unit shows an electrical short. The root cause of the electrical short in the electronic control unit could be related to several possible reasons. The information related to this complaint has been analyzed, and, the root cause for the electronic control unit failure mode couldn¿t be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the colibri power tool blocked during a tibial plateau leveling osteotomy (tplo) surgery on a dog. No delay of surgery. No human patient was involved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Service history review for part number 532.001 serial number (B)(4) showed the product has been returned and repaired several time for control unit defects during the past 24 months. A manufacturing evaluation was completed: the device was received with normal usage, no signs of damage. Functional testing confirmed the device is not functioning. The device has been disassembled. Motor and control unit have been tested independently. The control unit was found to be defective. The device has been sent on for further evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.